Event description:
It was reported that a spectrum iq infusion pump slightly over pumps during flow rate accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, device slightly over pumps during flow rate accuracy test was not reproduced. Evaluation sent the device to flow lines for flow testing and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a review of the event history log revealed infusions without any abnormalities. Should additional relevant information become available, a supplemental report will be submitted.